Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported "bilateral rupture, with silicone on both sides, and lymph nodes with signs of silicone infiltration in both armpits". This record is for the right side. The device has been explanted.